Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through an implant card that a vns patient underwent lead replacement surgery due to a lead discontinuity. Further information was received from the area representative indicating that the patient's programming/diagnostic history was normal. The patient paid a visit to the clinic 2 months before the surgery and as usual the device was tested. No patient trauma to the device is suspected however it cannot be ruled out. The explanted lead was disposed of by the hospital; hence not returning for analysis.